Event description:
The customer reported the tech was not receiving exposure from the system. No patient injury was reported.

Manufacturer narrative:
This case was closed due to cancelation by customer.